Manufacturer narrative:
The navio camera intended for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed performance verification pv0002 rev c. The reported problem was confirmed. The camera aak was not able to be completed due to illuminator failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The camera event log was evaluated. The event log indicates multiple illuminator faults. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes ¿display or visual feedback problem¿ and "system hardware fault" and "functional - system hardware fault" identified similar events. The most likely cause of this event is an electrical/mechanical failure of the camera optical system. The camera is an OEM part and cannot be further disassembled to arrive at a root cause. No containment or corrective actions are recommended at this time. Our reference number: (B)(4).

Event description:
It was reported that during a navio sawbone demo, the new ndi camera had an error: "camera infrared lamp is not working properly. This may result in a limited field of view". No patient was involved. No other complications were reported.